Event description:
A user facility reported this lma leaked afte it was inserted in a pt. The lma was removed and replaced with another. There was no pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for eval.